Manufacturer narrative:
The reported event of erroneous parameters was confirmed. Based on the information provided, it was determined the parameter set was transmitted incorrectly, resulting in an error. The root cause of the error is unknown, possibly due to poor signal or noisy environment.

Event description:
It was reported that a patient presented to clinic. Device interrogation was performed and episodes were cleared automatically. The implantable cardioverter defibrillator (ICD) exhibited a data corruption. Device was reprogrammed back to normal settings. The patient was stable before, during, and after.

Manufacturer narrative:
Correction: g3 - the awareness date should have been 10 apr 2024 rather than 11 apr 2024. Correction: b3 - the event date should have been 10 apr 2024 rather than 11 apr 2024.